Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that during a femoral fracture procedure on (B)(6) 2016, the connector for the screw driver snapped off in the screw and was retained by the patient as the screw was implanted. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Product most likely failed due to torque overload during implantation.